Event description:
It was reported that the rigid video scope had a cracked lens. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields: d8, d9, h4, h6, h11. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, but the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on the distal edge, minor cracks on the side of the video connector, and a distorted image. Based on the investigation results, it is likely that the following led to the malfunction: component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the rigid video scope had a cracked lens. The issue was found during reprocessing. There were no reports of patient involvement.